Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data lot did not find any errors related to the customer complaint. Functional testing was performed and the test failed; however, it is unrelated to the customer complaint. A drop test was performed and the test passed. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a no vibrate alert and a hypoglycemic event. Patient experienced a low blood glucose (bg) level in the morning. Patient self-treated with (2) juice boxes, a half bottle of juice, and a sandwich. At the time of contact, patient is stable. No glucose values were provided. Additionally, the patient tested the receiver's alerts and it did work. No further event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.